Manufacturer narrative:
The 1 sample was reviewed visually and coring test was performed on sample that was provided. The sample test was a rating of # 3 which is acceptable per the penetration cut rating system used in production. Visual inspection: the heel area of the grind was observed on the sample and was found to be properly de-burred and met the requirements. Performance testing: the sample tested had a rating of #3 which is acceptable per the penetration cut rating system used in production. The cut on the stopper met the acceptable range as stated. Since the 1 sample provided met the designed requirements for penetration cut rating, it is possible that the method of use contributed to the coring issues. No defective sample was discovered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A full DHR was performed on the batch information supplied. There was a notification search performed on the cannula material number (B)(4) (cannula 18 x 1 ½ blunt fill) for the specific batch number. The notification search for the last 12 months, including the batch number provided had no results triggered for any defects during grinding of the 18 x 1 ½ blunt fill needle. Failure not confirmed.

Event description:
It was reported that while using a bd blunt fill needle, coring was seen and was found in the attached syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd¿ blunt fill needle, coring was seen and was found in the attached syringe. There was no report of exposure, serious injury or medical intervention.